Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 173 mg/dl. The customer explained that the display would unexpectedly turn off and back on. He also reported receiving a battery out limit alarm. Troubleshooting was performed. The customer confirmed that the battery was out of the device for longer than allowed. A failed battery test alarm was found in the alarm history. The customer stated that the batteries were stored in a cold environment. A replacement battery cap would be sent. The device will not be returned for analysis.